Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the valve was allowing blood back through the sheath, the seal was not good and there were bubbles in the chamber. The reporter stated it was a challenge to swap catheters and blood would come back each time. The physician was able to clear the bubbles by tapping on the chamber with scissors. The sheath was not replaced, and they continued through the case. No adverse patient consequence was reported. Additional information was received which indicated that the valve was not dislodged and there was leakage only.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the valve was allowing blood back through the sheath, the seal was not good and there were bubbles in the chamber. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation and functional tests were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve had a fissure. It was properly placed in conjunction with the brim cap and friction ring. No other anomalies were observed. A back pressure test was performed; however, the device was leaking from the fissure observed. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The valve leakage was confirmed, as the condition observed on the valve could be related to the event reported. The potential cause of the fissure of the valve may be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).